Event description:
New information became available when this patients advocate called to tell us that this lead was explanted as a result of the clinical observations. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement for this device system. [I will then insert continued monitoring, revision info, resolution, etc]. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information was received that this lead is in fact fractured. The patient has lung cancer, and the physician wants to initially tend to the cancer, then tend to the lead issue.